Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration which was confirmed by x-ray. No anchors were used with the lead at the physician's preference during the implant procedure. An impedance check revealed no anomalies. As a result, the lead was explanted and replaced on (B)(6) 2017. The issue was resolved.